Event description:
The clinic programmed a treatment which was written to a program card on 08/20/96. Eight months later, the site attempted to use the same card and program to treat the same patient. The mhdr is designed to adapt the treatment time to account for the difference between the current source and strength at the time the card was written. The user then compared the planned treatment and the afterloader printouts and determined that instead of an expected value of 531.9 seconds, the total time was 5475.7 seconds. The user removed and reinserted the program card, and observed that the total treatment time was now 531.9 seconds. The appropriate treatment time was delivered.